Event description:
The recipient reportedly experienced secretion from the ear canal and electrode extrusion. The recipient was prescribed antibiotics for the secretion, however, the issue was not resolved. The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's medical issue resolved. The external visual inspection revealed cut silastic overmold at the fantail region and the electrode lead. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires at the fantail region and the electrode lead. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed all the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.